Event description:
A male with a left cia aneurysm and a right cia aneurysm extending to the internal iliac artery underwent aaa repair in 2009. The right internal iliac artery was embolized and the procedure was conducted as labeled apart from that the suprarenal stent was deployed prior to the contralateral iliac wire guide placement. During the contralateral iliac wire guide placement, the wire guide wandered off into the region of the suprarenal stent. However, the physician did not notice it and the contralateral iliac leg delivery system was advanced. As a result, the delivery system was caught in the suprarenal stent and kinked (120334-2009-00651). Thus the physician removed the wire guide and delivery system with the iliac leg graft inside. Then another two iliac leg grafts were deployed to land just above the internal iliac artery. Final angiogram detected a type iii endoleak around the middle of the distally deployed iliac leg graft on the contralateral side. An additional iliac leg graft was deployed in the same area and the type iii endoleak was resolved. The patient did not show any post procedural symptoms.

Manufacturer narrative:
Event still under investigation at this time.